Manufacturer narrative:
Product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo 12.6 implantable collamer lens - -6.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The surgeon in error implanted another patient's lens. The lens was explanted on (B)(6) 2016. The patient's post-op best corrected visual acuity was 20/25.